Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately three old. The owner's manual part number 1143190 rev. G (jan-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
On (B)(6) - it was reported by the consumer mother that the tdxs-mcg power wheelchair footplate was tilted downward, resulting in the user sitting sideways and having a pressure mark on his foot. Additionally, the armrests constantly breaks, the motors were changed six times, and the controls fell into pieces on the first week of use. Furthermore, the patient got stranded a few times. There was no injury reported.